Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken. Additionally, the working length was bent at 76mm from the distal tip. The device was observed under magnification and the rest of the cutting wire was attached to the notch and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and the rest of the cutting wire was attached to the notch. Based on the condition of the device, the problem found could have been caused by manipulation during the procedure, and if there was not constant contact with the tissue when electrocautery current was applied or if it was in contact with the scope while electrical current was applied. Additionally, the working length was bent. This condition could be caused by manipulation of the device as it is being advanced into the scope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11 (correction): the procedure name in block b5 has been corrected from endoscopic retrograde pancreatography (ercp) to endoscopic retrograde cholangiopancreatography (ercp).

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) , 2020. According to the complainant, during the procedure, as the physician advanced the device to make a cut of the papilla, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde pancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, as the physician advanced the device to make a cut of the papilla, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.